Event description:
During testing by a zoll medical service technician the device failed to power on appropriately. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.